Manufacturer narrative:
The device was received for investigation, however, testing is not yet complete.

Event description:
The date of the event is unknown. The customer reported a chemotherapy leak involving a plum set. The set had been in use for three days prior to the y-connector snapping off, which led to a chemotherapy leak. There was no report of patient harm.

Manufacturer narrative:
The customer complaint is confirmed by investigation. As received, the clave attached at the secondary port of the plum cassette of the returned list 120300412 plum set is broken at the adapter between the clave and the secondary port. The probable cause of the observed break is related to the design of the cassette with the semi-rigid adapter which has been determined unable to withstand all clinical applications. This issue previously constituted a design change to a direct laser weld of the clave to the secondary port of the cassette. The semi-rigid adapter configuration has been changed, effective in newly released products. There were no other leaks anywhere along the fluid path. The DHR could not be reviewed due to the unknown lot number.